Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom error 105 which was confirmed upon powering on the pump on dc power supply. Eval did not reproduce the reported system error 105. System error 105 was determine to be caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported that there was no pt injury.